Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7070676. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7072194. UDI: (B)(4).

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also noted that imaging was taken and showed that the left lead was anterior and may have migrated. The patient underwent an ipg and lead replacement procedure.